Event description:
Boston scientific received information from a competitor representative that this right ventricular lead was being explanted due to high pacing impedances greater than 2000 ohms. No further information could be obtained about the lead or the procedure. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.